Event description:
It was reported that stent damage occurred. A 7x100x120 epic vascular stent was selected for use in a lower extremity stenting. However, during unpacking, it was noted that the stent looked damaged. The procedure was completed with another of same device. No patient complications were reported.